Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse used test instruments and tested the system and ran full universal surgical manipulator (usm) data terminal equipment (dte) and no errors or issues were detected. The system was tested and verified as ready for use. Additionally, the fse followed up with the customer and clinical sales representative (csr) and the vibration issue is likely due to the construction work in or near the hospital. Multiple cases completed since then and no reported problems. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that the same tremors of involuntary movement were observed in the universal surgical manipulator #1 (usm#1) when a urologist was performing a robot-assisted radical prostatectomy. There was no reported patient harm, adverse outcome, or injury.